Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a phrenic nerve injury. The balloon catheter continued to be used and the procedure was completed with the cryo console. It was unknown at this time if the phrenic nerve injury had recovered before discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.